Event description:
It was reported the lead had elevated superior vena cava (svc) coil impedance. Lead impedance had one sudden change to greater than 100ohms when it is usually measured at 70-75ohms. The company's technical services consultant noted that it is consistent with a lead integrity issue. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.